Event description:
It was reported, that: a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure due to unknown reasons was performed on (B)(6) 2022. Oxford warranty photos of the explanted items and implanted items are in the files in sms on this case. Patient involvement - no delay.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure due to unknown reasons was performed on (B)(6) 2022. Oxford warranty photos of the explanted items and implanted items are in the files in sms on this case. Patient involvement - no delay.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: the product has not been returned for evaluation. X-rays or medical notes have not been provided. The investigation has been limited to the information provided, a review of the device history records, and a complaint history search. A review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. A review of complaint history identified additional similar complaints about the reported items and no additional complaints about the reported item and lot combinations these devices are used for treatment. The implants used have been confirmed to be compatible/not enough information has been provided to determine if all implants are compatible. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the devices when they left zimmer biomet is conforming to the specification. The root cause of the reported event can not be determined with the information provided no corrective action is required at this time as the root cause of the reported event has not been determined. These part and lot combinations are not associated with any recall as of the current date. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00077-1. 3002806535-2022-00078-1. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure due for an unknown reason was performed on feb 07, 2022. Patient involvement. No delay. No additional information is available.